Event description:
A customer contacted beckman coulter inc (bec) stating that blood was observed on the inside of the front door of their coulter act diff 2 analyzer. The customer was running controls and got wbc apertures alerts on the act diff 2. Bec cts recommended use of personal protective equipment (ppe) before troubleshooting and asked customer to open the front door and remove faraday shield. The customer then observed 2.5 to 5mls of blood on the inside of the front door of the instrument. The leak was contained within the instrument. There is an exposure plan in place at the facility. The customer was wearing gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples.

Manufacturer narrative:
Bec customer technical support (cts) suspected the blood came from the probe and guided the customer over the phone in cleaning the probe wipe block. The operator was instructed to clean the blood with bleach on a paper towel and rinse with distilled water. The operator was also told to remove and clean the probe wipe block with bleach and di (deionized water) and bleach the wbc count line and vic (vacuum isolator chamber), then run 3 rinse mixes and a startup. The leak was resolved; startup and controls passed. The cause of the leak is likely attributed to the probe wipe block being clogged due to build up of sample. The probe is the part of the instrument that aspirates whole blood, which is what was found on the inside of the door; the probe wipe block may have been dirty/potentially clogged due to build up of sample. (B)(4).